Event description:
An evaluation was received and stated that the left ventricular lead exhibited high impedance and high capture thresholds. The lead was capped and replaced. It also noted that the atrial lead was repaired during procedure due to insulation damage. Further information was requested however, was not provided.

Event description:
Related manufacturer reference number:2017865-2024-69760. An evaluation was received and stated that the left ventricular lead exhibited high impedance and high capture thresholds. The lead was capped and replaced. It also noted that the atrial lead was repaired during procedure. Further information was requested however, was not provided.